Event description:
It was reported through the litigation process that one month and twenty one days post a port placement via the right internal jugular vein approach, the catheter allegedly occluded. It was further reported that, the patient reportedly experienced right neck pain and was allegedly diagnosed with occlusive thrombosis. Reportedly, patient was treated with anticoagulants and pain medications. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one month and twenty-one days post port placement, patient presented to the clinic with the complaints of minimal swelling at the right neck. Doppler study showed occlusive deep vein thrombosis in the right internal jugular vein. The patient pain has intensified and having lot of pain and discomfort. The patient immediately started on anticoagulation apixaban and prescribed oxycodone for neck pain. Therefore, the investigation is confirmed for the reported obstruction of flow issue based on the medical records. Furthermore, the clinical conditions alleged in the complaint can be confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 02/2022). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.